Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with 12 v supply failed error. The customer reported that the unit was not in use on patient.